Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification ¿design¿ was assigned for this complaint due to a bsc design specification that causes/contributes to problems in the product use. (B)(4).

Event description:
It was reported that during a thrombectomy procedure a break occurred. Following several uses of the fetch®2 aspiration catheter the device broke in half outside of the patient. The procedure was completed with a balloon and stent. No patient complications were reported.